Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 31 aug 2021 it was reported the patient is hospitalized since (B)(6) 2021 with severe bladder inflammation, fever, constipation, dehydration, couldn't urinate and leakage from the insertion site. In the hospital the patient was diagnosed with a perforated bowel (according to the partner this is related to the duodopa insertion site) and beginning of pyelonephritis. Surgery is not possible anymore due to a weak health. Partner thinks the patient will come home soon and will pass away. On 21 sept 2021 it was reported the patient passed away on (B)(6) 2021.